Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mz5310 and lot#: 25089063 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxzero pressure rated extension set had a loose component. The following information was provided by the initial reporter: spin collar is not holding tight to the IV.